Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube there was discolored/abnormal additive form. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there is discoloration in tubing for cat 367863 lot 2227131.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube there was discolored/abnormal additive form. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there is discoloration in tubing for cat 367863 lot 2227131.

Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for additive abnormality was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode.